Event description:
Reportedly, this device was explanted at implant and replaced with another device. However, as they were attempting to get the pt off pump, the pt died. They were unable to get the heart pumping. Cardiac surgeon cannot explain death, however, anesthesiologist and perfusionist believe it is not device related.

Manufacturer narrative:
X-ray. Evaluation summary - mechanical injury detected on the free margin of leaflet 3 at commissure 3 on the outflow aspect and measures to 2 mm deep. No other visible inconsistencies detected. This injury could have been a result of the device being explanted.